Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the pin hole leak? (Please provide details). Additional information received: surgeon using powered since the release of product. No evidence of ischemia. No issues with removal of device. Staples were good. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a leak following a sigmoid resection. Completed anastomosis and did leak test with flex sigmoidoscopy. Leak test was negative and staple line was visually inspected. Patient presented with post-op leak 4 days later. When they re-operated, it was a pin hole leak at staple line. There were no intersecting staple lines from transaction of colon so was identified to be from powered echelon staple line.